Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on the continuous glucose monitor. Low bg cause was not known. Reportedly, no action was taken by customer to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.